Event description:
The customer reported there was leakage from the distal end of the subject device. The reported issue occurred while preparing the subject device for use, prior an unspecified procedure. There was no delay in the intended procedure. The intended procedure was completed using another similar device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the connecting tube was peeling off and there was foreign material in the forceps channel. This report is being submitted for the malfunctions found during evaluation of the device (coating peeling off and foreign material).

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue (coating peeling off and foreign material). The device met all specifications at the time of shipment. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the coating peeled off due to physical stress (e.g., the insertion part interferes with the mouthpiece and rubs, used in cases where the insertion site does not smoothly enter the tracheal tube, etc.), or deterioration due to chemical stress (e.g., a water-insoluble spray-type pharyngeal anesthetic, such as xylocaine spray, is sprayed directly onto the insertion site, the device is reprocessed in a way not recommended by olympus, etc.). It is likely foreign material was found in the forceps channel due to inappropriate or inadequate reprocessing method or handling. However, a definitive root cause of these issues could not be determined. The following information is stated in the instructions for use which may have prevented the event (coating peeling off): "-do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube. -use a low-foaming and neutral ph detergent that is labeled for use on medical device, which may or may not contain enzymes. Follow the instructions provided by the detergent manufacturer regarding concentration, temperature, contact time, and expiration date. Contact olympus for the names of specific brands of detergent solution that have been tested for compatibility with endoscopes and accessories." The following information is stated in the instructions for use which may have prevented the event (foreign material in forceps channel): "-if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. -be sure to brush the inside of the instrument channel and suction channel. Otherwise, insufficient cleaning and/or disinfection of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." The reported issue (leakage from distal end) was not confirmed or duplicated. In addition, service found the connecting tube protector was discolored, the insulation resistance value of the distal end was out of specification due to a pinhole in the bending section cover, and there was a leakage due to a pinhole in the bending section cover. The objective lens and the light guide lens were scratched, cracked, and chipped. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.